Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the air/water, air/water cylinder both had foreign objects. During the evaluation it was found that residual liquid or foreign material came out of the suction cylinder, the air/water cylinder and suction cylinder had discoloration, the label on the suction connector was damaged, due to damage on the channel tube, water tightness was lost, due to adhesive peeling on the bending section cover or distal sheath, the insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire, the play of upward/downward angulation control knob was out of the standard value, the light guide lens had a crack, and the connecting tube had buckling. It is most likely that the reported event was a result of insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the tip of the instrument did not curve properly to observe the gastric base, the tie rods need to be adjusted on the gastrointestinal videoscope. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the suction cylinder and the air water tube had a foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.